Event description:
It was reported that the tip of the driver sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed driver shaft is broken; fracture appears to have initiated at stress relief fillets, with helical propagation around the driver shaft until ultimate failure at the set screw removal window. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be outside of print specification; all individual torque readings were outside print specification. Optical and microscopic examination of fracture reveals fairly brittle fracture with riverlines, indicating possible overload condition; angulation of fracture and helical propagation indicates possible cyclic fatigue. Unable to determine if the torque limiting mechanism out of specification condition or the number of cycles of the product is the primary variable contributing to the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.